Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation surgery with implantation of an unknown saline breast implant prosthesis. Post-operatively, the patient had an in-office visit and was subsequently diagnosed with a deflated left breast implant. As a result, the patient will undergo removal and replacement with unknown gel implants on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2022. (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation surgery with implantation of an unknown saline breast implant prosthesis. Post-operatively, the patient had an in-office visit and was subsequently diagnosed with a deflated left breast implant. As a result, the patient will undergo removal and replacement with unknown gel implants on (B)(6) 2022.

Manufacturer narrative:
On march 31, 2022, mentor received identification information for the suspect medical device, an updated date of event, and the patient age at the time of the event. Additionally, the patient underwent a replacement with implantation of 255c mentor memorygel breast implants. Brand name: 250cc mentor siltex round moderate profile catalog: 3542635, lot: 71908. On april 07, 2022, the mentor failure analysis lab has received the medical device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. With the provided lot number, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. However, a discrepancy was observed when the information reported included a date of implantation that occurred prior to the manufacturing date of the breast implant. As this is not possible, mentor associates are reaching out for further information. If clarification or new information becomes available, mentor will submit a supplemental report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 01, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that the breast implant had an area of siltex cracking on the anterior view. Leak testing was performed, according to the mentor procedure, and it revealed a tear within the siltex cracking, measuring approximately 0.1 cm. The evaluation determined that the cause of the deflation is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Manufacturer¿s reference number: (B)(4).